Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73j1800484 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when the trigger was fired the clips were coming out in 2's, not singles and clips were not closing.